Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: a 4469 competitor lead: (B)(6) 2010. A 511212 competitor lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the clinic with t-wave oversensing (twos) that was not resolved by reprogramming the right ventricular (rv) lead sensitivity and / or sensing configuration. The twos occurs about 300 ms following the r-wave with no therapies delivered or symptoms experienced by the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.